Manufacturer narrative:
Additional information has been provided in d.4., d.10., h.3., h.4., h.6. And h.10. The company service representative examined the system was able to confirm the reported event of a footswitch failure; however, no testing was performed to replicate the reported event. The footswitch was replaced to address the reported event of a footswitch failure. The replacement footswitch was confirmed to be functioning through a follow-up phone call with the customer. It should be noted that the associated system and footswitch were found to meet product specifications. The footswitch manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a footswitch failed during surgery which resulted in patient being transferred to another facility for completion of the procedure. Additional information has been requested.